Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The harness between the acgo switch and the filter board was reseated to resolve the issue. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in inability to start manual or mechanical ventilation during pre-use checkout. There was no patient involvement.